Event description:
The customer reported the waste was full and backed up in to the instrument and approximately one milliliter of bleach dripped from the probe after aspiration during the bleaching procedure involving the coulter act diff 12 analyzer. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has a risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) noted the probe wash was dripping from the aspiration probe. The fse replaced the probe wash vacuum valve lv8 and resolved the fluid leak issue. The fse proactively replaced the vacuum pump, the probe wash block, and the diluent filters. The fse performed multiple system startups and quality control (qc); there was evidence of fluid leak from the probe. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the probe wash vacuum valve lv8 is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).